Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming out of the cartridge and into the patient line. Reportedly, the cartridge was filled with cold insulin. The user's blood glucose (bg) level was 265 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user would revert to manual injections until a new supply of insulin is received.